Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted when the product is evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, the surgeon aimed right with the 30-degree endoscope plus; however, it aimed left and vice versa. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it reported issue occurred prior to the procedure. There was no visible damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed, and the findings did not replicate or confirm the customer reported event. Error logs found 48406. The endoscope cable integrated connector was visually inspected and found with the printed circuit assembly (pca) board missing electrical contact. The endoscope was visually inspected and found with cosmetic damage and the cable integrated connector housing exhibited discoloration. The endoscope was found with minor cut to the cable insulation located at zone b in the middle one-third of the endoscope cable. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was tested and placed on an in-house system for cable testing and failed due to wahoo paddleboard defect.

Event description:
Refer to h11 for follow-up information.